Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she is trying to get her machine to work, meaning she is not feeling anything and is going to the bathroom too often for months. Patient services reviewed programmer use and therapy was found turned off. Patient was able to turn back on again; troubleshooting resolved the reported issue. It was noted an antenna for the programmer was requested and sent. Additional information was received from a consumer indicating that the cause of the device being off and loss of stimulation was that the device had turned itself off. The patient reported the lack of relief was resolved after the therapy was turned back on. No further complications were reported.